Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00257. This event occurred on an unspecified date in (B)(6) 2019. (B)(6). The device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the blue winged luer cap prior to patient use. There was no patient involvement. No additional information is available.